Event description:
It was reported the device has a "noisy pump". No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with wear and tear damaged enclosure, tank cover, front cover, and line cord, outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. Wear and tear of mechanics inside the pump was found during investigation. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.